Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the grasper broke while in the pts abdomen. The surgeon used another grasper and removed all pieces. There was no pt harm.

Manufacturer narrative:
(B)(4).